Manufacturer narrative:
(B)(4). Review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. The user facility sent the broken screws to the australian regulator authority. The two concomitant, unbroken screws were returned to the manufacturer. Macroscopic examination did not reveal any material or functional defect regarding the returned implants.

Event description:
It was reported that the pt underwent a fusion surgery at l5 - s1 using posterior fixation and an interbody device. The pt had x-rays performed at 3 months post-op showing breakage of both s1 screws at bone-screw interface and fusion had not occurred. Ninety-eight days post-op, the pt underwent a revision surgery to remove the broken screws.